Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured worsening hemolysis with a possible relationship to the impella device used: persistent drop in hemoglobin despite packed red blood cell transfusions -positive hemolysis labs likely 2/2 impella causing hemolysis. Hemoglobin baseline 11.7 nadir 6.1. The patient outcome is unknown. Additionally, the complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured right axillary artery access site hematoma with a probable relationship to the impella device used: patient intubated and sedated. Blood noted from bilateral internal jugular line sites, patient's nose, right axillary impella insertion site (with small hematoma upon palpation). The patient outcome is unknown. The patient remains on impella support.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation for the access site bleed and the hemolysis. Data logs generally showed the pump ran without issue during support. There were positioning and suction alarms triggered during the case but resolved. The patient was on dialysis during impella support. It was unknown if hemolysis was related to impella or patient condition as no product was returned for review. Therefore, the root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. D.6b explant date was added. H.4 revised as date was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25516. H.6 code 4643 was added as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-25516.